Event description:
It was reported that the patient stated recurrent pain on the implanted ear, which was finally diagnosed as otitis media. Inflammation tissue in tympanum and mastoid was confirmed during a middle ear surgery on (B)(6) 2010. After medical therapies, which were unsuccessful, for radically curing otitis media, the patient was explanted on (B)(6) 2011 and re-implanted on the contralateral ear.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.